Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which there was a keypad failure which caused the "open" key to be inoperative. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.08.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was fluid ingress on the keypad flex cable. The keypad was replaced to correct the reported condition. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Corrected data: the user interface module software version is 5.07.00. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.